Event description:
Pt was having a laparoscopic right nephrectomy. Surgeon used an endo gia 30-2.5 stapler to transect tissue. Bleeding occurred after firing of the stapler which required converting to a laparatomy.